Event description:
Coiling treatment of an internal carotid aneurysm. It was reported the coil prematurely detached during repositioning. The coil was retrieved using an intravascular snare and removed from the patient successfully. No patient injury reported.

Manufacturer narrative:
This device involved in this event has not yet been returned for evaluation. Upon examination of the sample/completion of the investigation, a follow-up medwatch will be submitted. (B)(4).